Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also mentioned that the patient had never been reprogrammed. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. The explanted ipg will not be returned.